Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he thinks he is getting moisture in the screen of the insulin pump. Customer stated that he can hear cackling but he doesn't see any cracks in the pump. Customer's blood glucose was 174 mg/dl. Customer stated that it may be due to the humidity. Customer stated that he is really careful with it but there is fluid under the lcd display. Customer stated that the medtronic sticker has letters that are turning brown and it almost looks like it's burnt. Customer stated that the sticker itself is okay. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.